Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing. It is suspected that a micro dislodgement caused the under sensing. Device sensitivity was adjusted but the issue was not completely fixed. The lead was explanted and successfully replaced. Device will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing. It is suspected that a micro dislodgement caused the under sensing. The device sensitivity was adjusted but the issue was not completely fixed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.